Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a few days of implant, it was found that the right ventricular (rv) lead exhibited intermittent loss of capture and low impedances. The lead was found to have dislodged. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.